Manufacturer narrative:
Corrected information was provided in h.6. On initial MDR submitted the product code should be a0502 instead of a040609. Additional information was provided in d.9., d.10., h.3., h.6. And h.11. The device with the lens was returned in the blister tray inside the carton. The plunger lock and the lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted into the loading area. The lens was advanced into the nozzle area. The lens was positioned incorrectly, pressed up instead of down. The leading haptic was extended. The trailing haptic was misfolded underneath the optic. The position of the misfolded trailing haptic and position of the lens up in the device indicate that a previous plunger underride had occurred. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. Evidence of a previous plunger underride was observed. This was most likely interpreted as the reported complaint of the lens twisted. The lens was pressed up and the trailing haptic was misfolded under the optic. Plunger underride may occur: ¿ due to rapid advancement faster than the instructions for use (IFU) recommended rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Topcoat dye stain testing was conducted with acceptable results. The initial reporter indicated that they did not wish to be contacted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that when tried to insert lens , the lens was twisted and came out. Therefore, stopped using it.